Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient information source: website.

Event description:
Customer reporting 1 false positive sars result on a very symptomatic person. Customer states the result was confirmed negative by pcr and other rapid antigen test.